Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to unspecified reasons. Patient is currently show skin discoloration, swelling, and fluid around the knee.

Manufacturer narrative:
The associated complained devices were not returned.

Event description:
It was reported a revision surgery was performed (B)(6) 2016 to remove legion hinge knee implant due to nickel metal allergy.